Manufacturer narrative:
Continuation of d10: product ID a71200, serial# unknown . Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a71200, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep is using vanta to interrogate and set up a device prior to surgery. Rep is getting "validation error 00 01 00 bb" when she tries to interrogate the device. Had rep check to see if pds was auto disabled, it wasn't. Launched pds and it asked for permission to access photo/media/etc. And gave it permission. Launched vanta and tried to interrogate device but got "unexpected error 0x59a89a8f". Had rep restart her tablet. Tried to interrogate again after restarting tablet. Rep is able to successfully interrogate the device.

Manufacturer narrative:
Continuation of d10: product ID a71200 lot# serial# unknown implanted: explanted: product type software correction section d information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.